Event description:
Globus medical, inc. Received notification from an authorized confidential alert line, via memorandum communication, that a globus manufactured screw broke in a patient after implantation. On (B)(6) 2008, the surgeon performed a spinal fusion on a female patient when a 6.5mm revere dual outer diameter polyaxial screw, 70mm (dod screw) was implanted bilaterally into the patient's sacral iliac joints at the bottom of a lumbar screw construct. In (B)(6) 2009, a computerized tomography (CT) showed, the patient's hardware intact. The patient experienced increased pain in (B)(6) 2010, and an x-ray showed a broken screw of which a different surgeon made the decision to perform removal surgery. On (B)(6) 2010, the patient underwent surgery for removal of the dod screw however, a portion of the screw remains embedded in the patient's bone. The surgeon also removed the entire construct from the patient as there was a solid lumbar fusion and no need for replacement implant devices.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed, the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Based on a record review and all available information, it is determined, the 6.5mm revere dual outer diameter polyaxial screw, 70mm design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the issue was a result of product defect or malfunction.